Event description:
A device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious patient harm or injury. There was no report of medical intervention. The device was returned to the third-party service center for investigation. During evaluation, evidence of foam particles was found inside the assembly. The device was scrapped as per customer request.